Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that during deployment the clip did not release from the clip delivery system and completely detached from the leaflets. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was good echocardiogram imaging. One clip was implanted, reducing mr to 3+. The second clip delivery system (cds 60802u133) was advanced to the mitral valve. The mr was reduced to 2+ with grasping; therefore, deployment steps were started. The actuator knob was turned 8 times counterclockwise, but when the actuator knob was pulled back, resistance was felt. The mandrel did not pull back and the clip did not deploy from the catheter. Additional counterclockwise turns were made and the delivery catheter (dc) fastener was released, but it was then observed that the clip did not release from the system, and was no longer attached to the leaflets. The mr was now 3. The decision was made to remove the cds with the clip. The cds was retracted to the left atrium; however, when the clip was near the tip of the steerable guide catheter (sgc), the clip detached from the mandrel and remained attached to the gripper line. The mitraclip system was retracted into the femoral vein, and a cut-down procedure was performed to remove the clip. The procedure was discontinued. There was no adverse patient sequela. The patient stayed in intensive care for one day for observation. On (B)(6) 2017, a second mitraclip procedure was performed. Two clips were implanted reducing mr to 1+. The patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported complete clip detachment(ccd) was confirmed as the clip was returned detached for the device. However, due to the condition of the returned cds, the reported inability to deploy the clip, detachment of the clip, physical resistance encountered when retracting the actuator knob and difficulty removing the cds from the sgc could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to deploy the clip, difficulty removing the cds and subsequent ccd/remaining on the gripper line appears to be related to procedural conditions. The inability to deploy the clip was due to the physical resistance of the actuator knob; however, a definitive cause for the physical resistance could not be determined. The difficulty removing the cds and subsequent ccd/remaining on the gripper was due to the clip detachment; however, a definitive cause for how the clip completely detaching could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The sgc mentioned , is filed under a separate medwatch report number.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: because the clip detached from the actuator knob mandrel, there was difficulty removing the clip delivery system (cds) from the steerable guiding catheter (sgc). The clip got caught on the tip of the sgc and tore it. No additional information was provided.